Event description:
It was reported that during the transcatheter aortic valve replacement procedure, a pre-implant balloon dilation was performed using a 22 mm balloon. The initial valve was loaded into the delivery catheter system (dcs) and an infold to node 2 was identified. The valve was advanced over a medtronic guidewire via the femoral artery approach. While slowly releasing the valve at a depth of 5 mm on the non-coronary cusp, the guide in the left ventricle was slightly withdrawn. It was reported that two recaptures were made prior to implant due to a dislodge on the first attempt and a deep implant depth on the second attempt. Following the valve implant at a depth of 8 mm, the valve dislodged. A snare was used to hold the dislodged valve while a second valve and dcs were advanced and the second valve was implanted deeper. However, the first valve also moved deeper causing a left coronary artery obstruction. Subsequently, the patient died during the procedure.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evproplus-29, serial/lot #: (B)(6), ubd: 11-jul-2026, UDI#: (B)(4) other medical products in use during the event include: product ID evproplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; product ID d-evprop23-29 (unknown); product type: 0195-heart valves; implant date: non-implantable device product ID l-evprop23-29 (unknown); product type: 0195-heart valves; implant date: non-implantable device image review: intraprocedural fluoroscopic images were provided for review. Fluoroscopic valve inspection of the first valve was not captured thus it is not possible to validate a good load. A pre-implant balloon aortic valvuloplasty was performed prior to the valve implant. The valve was deployed just prior to the point of no recapture and depth assessment was performed. Valve depth appeared to be approximately 5-6mm on the non-coronary cusp in the cusp overlap view, rao 23 cau 5, and appeared to be slightly under expanded. Depth was approximately 4-5mm on the left coronary cusp in the lao view. It was reported that two recaptures were made prior to the implant but the recaptures were not saved. Valve depth prior to final release was approximately 3mm on the non-coronary cusp in rao 5 cau 9 view and the valve appeared to be more expanded. The implanting view was different and depth assessment in the lao view prior to final release was not performed thus depth on the left coronary cusp is unknown. Depth assessment at the ncc is performed in a cusp overlap view, and if acceptable, next step is to move to the 3-cusp coplanar view and remove parallax from the inflow portion of the valve (roll lao no greater than 25°) to verify depth at the lcc. The valve may be released once these steps are completed. Sometime during final release and removal of the delivery catheter system the valve dislodged to the level of the sinotubular junction. Based on fluoroscopic evidence, it is likely that the nose cone interacted with the valve frame contributing to the dislodgement as the nose cone appears to be in very close proximity/in contact with one of the paddles. Even though the dislodgement event was not captured on fluoroscopy, nose cone interaction appears to be the most likely cause. Of note, caution is needed while withdrawing the delivery catheter system to minimize interaction with the evolut frame. A second valve was loaded and confirmed a good load. A snare was used to secure one of the paddles, and dislodged valve position remained in the sinotubular junction. During the first deployment attempt with the second valve, an infold occurred. The valve was recaptured and repositioned and the infold persisted. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. However, the infolded valve was released. There is no evidence that a post implant dilatation was performed so the infold remained unresolved. Final angiogram revealed absence of coronary flow. It was reported that the patient subsequently died, and evidence suggests coronary occlusion was the most probable cause. The patient¿s executive summary was not provided for anatomical review. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the implant of the first valve, the valve frame was under-expanded due to severe calcification of the annulus and leaflets. Immediately following the release of the second valve, cardiorespiratory arrest occurred. Advanced resuscitative measures were performed for approximately 45 minutes; however, were unsuccessful and the patient died. Additionally, it was noted that following the induction of anesthesia and throughout the procedure, the patient was hypoxemic and hypotensive requiring oxygen and the infusion of inotropic and vasoconstrictor medications at high doses.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a2. A4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.